Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. A lead revision was performed, the ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code (B)(6). The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. A lead revision was performed, the ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.